Manufacturer narrative:
The customer's calibration results on the date of the event were ok. The customer's na qc results were ok. The k and cl qc results were requested but not provided. The investigation reviewed the system's alarm trace and no abnormalities were discovered. The customer's sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer performed system checks and alignments. He confirmed system checks passed and there were no mechanical or operational issues. He performed qc and patient testing and the customer confirmed the results were ok. After service, the customer performed precision testing with passing results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. The customer confirmed qc was acceptable prior to patient testing. The patient's initial results were reported outside the laboratory. The initial results were questioned by the customer and the sample was repeated for confirmation. The patient's initial results were na 92 mmol/l and cl 69 mmol/l. The patient's first repeat results on the same analyzer were na 139 mmol/l and cl 107 mmol/l. The patient's second repeat results on a different analyzer were na 138 mmol/l and cl 106 mmol/l. The customer determined the first repeat results were correct. The na lot number was g5795 with an expiration date of 18-jul-2021. The cl electrode lot number was a1236 with an expiration date of 31-jul-2021.